Event description:
A report was received that the patient had a superficial infection at the ipg and midline incision site. Patient's symptoms were redness and mild discharge. The patient was prescribed intravenous antibiotics and painkillers. The physician cleaned out the sites and closed the patient back up.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#:(B)(4) description:linear st lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.